Event description:
It was reported that right atrial (ra) lead dislodged. Dislodgment discovered by x-ray and lose of capture was noted. The lead was explanted per patient request without difficulty. The patient is in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Visual inspection found the helix was fully extended with sign of blood. X-ray examination found no anomalies on the lead. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.